Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Product location unknown.

Event description:
Patient's legal counsel reported the patient underwent a left revision procedure approximately six years post-implantation due to patient allegations of elevated metal ions and abnormal sensation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Operative reports for the revision procedure indicates a pseudo capsule with some black staining and the femur showed mild lysis with black staining tissue anteriorly and posterior to the stem were noted. The femoral head was removed and replaced.